Event description:
It was reported that the insertable cardiac monitor (icm) exhibited a sensing issue causing in a false positive episode. No further information was recieved.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited a diagnostic anomaly which resulted in a false positive episode. No intervention was done. The patient status was unknown.